Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The breach in aseptic technique was further described as touch contamination. The patient did not require hospitalization. On the same day, the patient was treated with intraperitoneal (ip) vancomycin (every 3 days for 21 days, dose not reported) for cloudy effluent. On an unreported date the patient was retrained in aseptic technique. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information was available.